Event description:
The customer stated that he has been having problems with the insertion device not inserting the infusion sets properly. The customer stated that the needles keep bending. The customer stated that one of the springs on the insertion device is not working properly. The customer also reported that he was hospitalized due to high blood glucose levels, with a reading of 523 mg/dl due to the insertion problems. Advised the customer that the insertion device would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-00768.